Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/14/2016. Retain and return product was tested and functioning according to specification. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retain and return test results met the acceptance criteria found in q04.01.003 rev. Y, appendix 1- product complaint level 2 and level 3 investigation procedure. Investigation confirmed the lot is performing to specification. Customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. The reporter was unable to confirm if the sample was mixed appropriately before testing on the I-stat. Based on the I-stat 65 result and the result from another manufacturer being 33 and the limited information, there is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant hematocrit (hct) and hemoglobin (hgb) result on a (B)(6) male patient presented with septic shock. There were no injuries associated with this event, the patient was treated based on the lab results. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).